Event description:
It was reported that interrogation found the pulse generator in backup vvi mode (bvvi). The device did not present the model and serial numbers and the output parameters on the bvvi status report were ICD parameters. The device was explanted due to (B)(6) infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis found that the pulse generator was in backup vvi (bvvi) mode. The reason for bvvi could not be determined. Electrical measurements found that the output parameters were correct pacemaker bvvi parameters. The product code was successfully downloaded and extensive testing found the device to exhibit normal electrical characteristiics. The bvvi condition could not be reproduced.